Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the infusion set for 3 days tandem clinical support informed customer that wearing the infusion set for 3 days, is off label per the user guide. Customer¿s blood glucose level was 148 mg/dl.